Manufacturer narrative:
Pump passed displacement test, operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No button error alarm. Unit received intermittent button response due to corroded keypad traces. Pump received with scratched lcd window. Pump received with cracked reservoir tube lip. Pump received with scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 588 mg/dl. The customer did not recall any significant events leading up to the error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis